Event description:
It was reported during routine follow-up that a rise in capture threshold was observed on the right ventricular lead. X-ray imaging showed that the lead had not dislodged. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.